Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured, resulting in leakage within and outside the housing. The device contained 5 fluorouracil and saline. This occurred during filling. There was no patient involvement. No additional information is available.